Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint high blood glucose test results. (B)(6) (wife) is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 239 mg/dl. The customer's expected fasting blood glucose test result range is 100 to 200mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the kitchen. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is approximately 2 weeks ago. The meter memory was reviewed for previous test result history: (B)(6). (B)(6) (wife) concern with the high blood results. Customer took the meter to the dr. Office for a checkup and the meter is giving 28mg/dl higher than the dr.'s office meter. Customer he is concern with the high blood results.